Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis: significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph/explanted devices.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6: clinical codes, component code, type of investigation and investigation conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4.5 years post op the initial tha, this 84 y/o female patient was revised due to pain. Surgeon found synovitis and wear on poly. Patient last known to be in stable condition. Explants unavailable. No other information available.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: (B)(4), 142-32-07 - cocr fem head 32mm +7 offset 12/14. (B)(4), 186-01-50 - integrip cc, cluster 50mm, g1. (B)(4), 188-00-05 - wedge plasma s/o sz 5.